Manufacturer narrative:
The specific date was unknown. A supplemental MDR will be submitted upon device evaluation.

Event description:
A peritoneal dialysis patient reported that the adaptor became loose from a baxter extraneal dialysis solution bag during treatment resulting in a fluid leak. During follow up the patient could not remember the specific date of the event but reported early (B)(6) 2017. The adaptor was not available for evaluation, it was discarded. The patient did not have any adverse event associated with the leak.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The entire lot has been sold and distributed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.